Event description:
During a dr's appointment, customer's device read 285mg/dl and the dr's device read 116mg/dl. No adverse event reported and no treatment received. The device was not coded properly during the comparison. No quality controls were used. Requested return of suspect device and replacement was sent.